Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl. The customer¿s father reported that the customer made up numbers to put in the insulin pump and the customer was on manual injection while waiting for the insulin pump. The customer¿s father also reported that the customer had only one kidney and not being on insulin pump was jeopardizing her health. The insulin pump will not be returned for analysis.